Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the instrument has a part that has broken off at the joint-area. No surgical delay, no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : customer is complaining the instrument as a part has broken off at the instrument´s joint-area. No surgical delay, no adverse patient consequences reported. The product was returned to depuy synthes for evaluation. Visual inspection of the device was not able to confirm the complaint since no broken components were observed. However, it was found that the device presents nicks and impaction marks on areas not intended to be impacted. Potential cause for the observed condition can be attributed to unintended use since the handle and lever are not intended to be impacted. Properly handling and attention to the approved use of the device diminishes the risk of failure. Additionally, the device has signs of heavy wear at the entire surface. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was unconfirmed as the observed condition of the ant broach handle - r would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : 1) quantity manufactured: (B)(4). 2) date of manufacture: 18-sep-2019 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: IFU-0902-00-836 rev g. Device history review : 1) quantity manufactured: (B)(4). 2) date of manufacture: 18-sep-2019 3) any anomalies or deviations identified in DHR: none 4) expiry date: n/a 5) IFU reference: IFU-0902-00-836 rev g.

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and stated that the defect was first discovered when packing the trays. The part probably did not break off during the surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.